Event description:
The customer requested repair of the shaver handpiece. No reported injuries or delays associated with use of the device.

Manufacturer narrative:
Investigation findings: the shaver handpiece was returned for eval. During investigation the device was found to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There have been no reported injuries associated with this failure.